Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. Hospital/medical records were provided and the investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, the patient allegedly experienced pulmonary emboli despite having the filter in place. The filter has not been removed and there were no retrieval attempts performed. The patient alleges to experienced pain in the area of the filter.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation and images were not returned for review. However, medical records were provided and reviewed. Approximately two weeks post filter deployment, a chest CT demonstrated stable pulmonary embolism straddling the main pulmonary embolism without occlusion. Approximately six months post filter deployment, CT scan performed to evaluate for pulmonary embolism demonstrated multiple pulmonary emboli with overall decreased size from prior CT. Therefore, it can be confirmed that the patient had pes after filter implantation but based on the provided medical records it is unknown if these are residual from previous pes prior to filter implantation. Henceforth, the investigation is inconclusive for any alleged deficiency with the filter as the relationship to the filter has not been established in the provided medical records. The origins of the pes observed after filter implantation were not provided in the medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, the patient allegedly experienced pulmonary emboli despite having the filter in place. The filter has not been removed and there were no retrieval attempts performed. The patient alleges to experienced pain in the area of the filter.